Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was further described as ¿unable to disconnect the patient as the transfer set tip had been dislodged¿. The caregiver then "proceeded to double clamp the lines and cut the patient¿s line of the apd machine". This occurred in the morning after use of the device for automated peritoneal dialysis (apd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.